Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was in the ostial portion of the diagonal. The physician had selected and advanced a 2.5x8mm taxus express2 drug eluting stent to the target lesion when the stent went through the struts of an unk type previously implanted stent. It "wiped" the 2.5x8mm taxus express2 des off of its delivery device. The physician was able to recross with a 2.0x12mm maverick balloon and reposition the stent. The stent was deployed and the lesion was successfully post dilated. There were no pt complications reported with the pt's current condition listed as "ok". Add'l info has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.